Event description:
It was reported that the arctic sun device had a computer hardware failure or network disconnection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a computer hardware failure or network disconnection. As per follow up information received on 09sep2022, there was no patient involved and the control panel was replaced.

Manufacturer narrative:
Upon further review , bd has determined that this MDR event is not reportable. The actual/suspected device was inspected.